Event description:
It was reported that a female pt was adjusting herself while on the stretcher and ruptured a tendon on the 3rd finger of her left hand after it got caught in a restraint slot on the side of the stretcher. There is a possibility that she may have to have surgery to correct the issue. The finger is currently in a splint.